Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 27-aug-2020, to ensure the replacement products resolved the initial concern; able to establish contact with customer, and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high and low blood glucose test results, and high control test result. The customer is concerned with test results obtained of 85, 275 and 274 mg/dl and control test result obtained of 57 mg/dl. The customer¿s expected blood glucose test result ranges are: 100-110 mg/dl am fasting; under 200 mg/dl pm fasting. Customer stated that after obtaining the result of 275 mg/dl, she did not trust the result, stating her glucose couldn't be that high. Customer was supposed to take 20 units, but took 15 units of her medication instead. Customer obtained the result of 85 mg/dl the next morning. The customer feels well, and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification in the bathroom. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 85 mg/dl date: (B)(6) 2020; time: 11:18pm am fasting. Result 2: 275 mg/dl date: (B)(6) 2020; time: 2:09pm pm fasting. Result 3: 112 mg/dl date: (B)(6) 2020; time: 12:03pm am fasting. Result 4: 190 mg/dl date: (B)(6) 2020; time: 10:38pm pm fasting. Result 5: 274 mg/dl date: (B)(6) 2020; time: 2:30pm pm fasting.